Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient experienced dizziness, therapy was withheld by atrial fibrillation criteria and there was ventricular tachycardia. A re-programming recommendation was made, the device remains in use, and no further patient complications have been reported as a result of this event.